Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately low results when tested with control solution (cs). The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter was reading inaccurately low between 7-8am on (B)(6) 2016 when she obtained an out-of-range cs result of "46 mg/dl". The patient manages her diabetes with a combination of medications, including humulin insulin and metformin and glipizide tablets. She reported that at an unknown time on (B)(6) 2016, she consumed more food/drink. She claimed that a few hours after the alleged issue occurred, she developed symptoms of "dizzy [and] sweating". She denied receiving any treatment for her symptoms. During troubleshooting, it was established that the patient's meter was set to the correct unit of measure and she described the correct testing steps. The patient was using the correct control solution; however, the control solution had been open longer than the discard date, had expired or been stored incorrectly. The cca noted that the issue was resolved through training. Although there is no indication that there was any malfunction of lfs's products, this complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged cs issue began.